Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain the location of the infection. Further information was requested but not received.

Event description:
Related manufacturer reference number 1627487-2020-00688, 3006705815-2020-00291, 3006705815-2020-00292, 1627487-2020-00689. It was reported that patient had an infection in unknown location. As a result, patient underwent surgical intervention wherein the entire scs system was explanted. Patient was administered antibiotics to treat the infection.